Event description:
Procedure: sigmoid resection. According to the reporter: the staples for the purse-string suture did not push through the openings and the suture gets caught. Also, the tissue gets caught on the instrument, since the surface is very rough. As a result, tissue can be torn on the edges and will not have the ideal distance to the purse-string suture, which can cause the suture to tear when closing the instrument. Manual resection of tissue at the purse-string suture was necessary. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).